Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18 the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a speedband superview super 7 device was to be used in the esophagus during a variceal banding procedure performed on (B)(6) 2016. According to the complainant, during preparation when connecting the suture to the tripwire, the suture snapped. The procedure was completed with another speedband superview super 7 device. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.